Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter was failing a control solution test high. The patient reported a control solution result of "148 mg/dl". The acceptable control solution range of the reported test strips was "86-115 mg/dl". However, the patient was reportedly using incorrect control solution. The patient was unsure when the alleged issue began. However, the patient stated that maybe she had been without a meter for about a month. The patient also mentioned that at home, she had borrowed her husband's meter. On an unspecified date/time after the alleged issue began, the patient claimed that she developed symptoms of thirst, blurred vision, and sleepiness. The patient stated that she had "been having highs" and feeling sick because "something was going around at work". It would have been helpful to know the following information: when the alleged issue approximately started, her testing frequency, her medication and diabetes management regimens, what actions the patient took in response to the failed control solution test(s), if the patient continued to test her blood glucose with the reported meter after the alleged issue began, and what blood glucose readings the patient obtained before and after she developed the symptoms. In addition, it would have been helpful to know if the patient felt as though she was getting inaccurate blood glucose readings and what date/time the symptoms started. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.